Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.

Event description:
Customer reported one patient was 20/40 best corrected visual acuity post op. The site did not expect to follow up with the patient. This report is for the excimer laser.